Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 375cc mentor memorygel breast implant (catalog number 3503751bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture (baker grade iii). The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent unilateral explantation on (B)(6) 2020 and replaced with a 450cc mentor memorygel breast implant (catalog number 3504501bc, serial number (B)(4)).

Manufacturer narrative:
On march 25, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, a crease was observed in the posterior view. It is possible that the crease was caused by the stress occasioned to the shell by the capsular contracture postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).